Event description:
It was reported that during the procedure, anesthesia alerted the surgeon that the patient was becoming hypotensive. No arterial dissection was apparent. The anesthesia group determined the patient was having an allergic reaction to the contrast medium and started the appropriate drugs and treatment. At this point in the case, the trunk-ipsi was deployed, the contralateral gate was cannulated with much difficulty (due to very tortuous anatomy and severe neck angulation). After the gate was cannulated, a balloon was used to seal the overlap. An aortic cuff was placed in the left ica due to aneurysmal disease in the vessel. Angio revealed a type I proximal endoleak with no leak distally. An aortic cuff was placed and the endoleak sealed. The patient was not stable during the entire procedure despite aggressive fluid overload, transfusion and fresh frozen plasma (12 units). No endoleak was noted. However, the surgeon believes there may have been a contained rupture during wire, catheter and/or sheath manipulations. The patient was brought to recovery in stable condition. The patient expired that evening. The surgeon does not believe this event was device related.